Manufacturer narrative:
Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested what degree of hemorrhoids did the patient have? Did the device staple? What was the appearance of the deployed staples? If the device stapled was the staple line complete? What was the time from the surgical procedure to when the patient had the temperature? What was the patient's temperature? Did the patient receive additional treatment post-operatively? If yes, please explain. Additional information received: patient: male, normal weight, young patient. Actual patient status: discharged from ward. Grade of hemorrhoids: IV. Relevant co-morbidities: none. During preparation of the device there were no anomalies. The device fired normally and the yellow staple height indicator was within the green scale. Tissue was evenly distributed in the instrument and the characteristic cracking noise was detected. After removal of the instrument it was detected that the staple line was incomplete at 8 o¿clock and 12 o¿clock. The donuts were incomplete at the same positions. It could not be observed, if there were unformed or malformed staples in the tissue. There was no severe blood loss. The staple line was overstitched by hand. Post-op the patient revealed fever and had a prolonged stay with monitoring. No other negative consequences were reported. Batch # unk.

Event description:
It was reported that during a hemorrhoidopexy procedure, the instrument fired normal. The donut wasn't stapled complete at 8 + 12 o'clock, sutured by hand. The patient has a temperature. No further information is available. There were no adverse consequences for the patient.